Event description:
During light bulb change an inspection of other units, it was noted that paint was flaking off the reflector. It was noted that there were small particles described as "glitter" inside of and falling out of the light head. Upon inspection, it was determined that the glitter was reflective paint that had come off of the light reflectors. Diagnosis or reason for use: na.